Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited high pacing thresholds over the past four weeks. The physician decided to reposition the rv lead and during the revision procedure, the helix would not retract back properly. It was decided to surgically abandon and replaced the rv lead. No additional adverse patient effects were reported.